Event description:
A percutaneous coronary intervention (pci) was performed on the patient with acute myocardial infarction (ami). The lesion being treated was in the right coronary artery (rca), and it was 100% stenosed with moderate tortuous and no calcification. After guidewire placement and thrombus removal with a suction catheter an intravascular ultrasound (ivus) catheter was used to confirm the lesion. When the physician was retrieving the catheter resistance was encountered. The physician believes that the catheter was stuck to something as the catheter was used pre-stenting. He suspected the catheter was trapped with the guidewire, therefore, he attempted to retrieve the catheter and the guidewire as a system. When retrieving the catheter and the guidewire resistance was encountered again, inside the guide catheter. The physician forcibly pulled them both as a system and the guidewire separated around the y-adapter. The physician then pulled the catheter with care outside the patient. When the physician inspected the catheter, the distal part of the catheter shaft was broken and attached to the guidewire. The procedure was completed, and no patient complications were reported.